Event description:
The customer reported being hospitalized due to high blood glucose of 354mg/dl. The caller stated that she kept bolusing, but her glucose level did not drop. The customer was treated with manual injections, but her sugar still was over 500mg/dl. The caller mentioned having a blood infection, and she could not lower her blood glucose below 200mg/dl since she started using the insulin pump. The customer also indicated that she has been using the bolus wizard and entering the carbohydrates not equal to the food intake. The caller stated that she is discussing with the doctor and adjusting settings as needed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.